Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had a button error alarm on the insulin pump. Customer's blood glucose level was 130 mg/dl. Customer stated that the pump was in her bra, but has not had any issues in the past. Customer was advised that the pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked reservoir tube lip and cracked lcd window.